Event description:
It was reported that the catheter was being placed into the pt's left basilic vein. The clinician accessed the vessel with the introducer needle and received good blood return with a visualization on ultrasound. She went to insert the 45cm placement wire and met major resistance. The clinician then decided to remove the introducer needle and wire as a unit. The wire couldn't be removed. She noticed the wire was starting to uncoil and didn't want to force it. The clinician removed the needle to access the wire better. She noticed the distal portion of the wire was just under the skin. She made a small nick to remove the wire and the wire broke. The distal portion of the wire that broke off remains in the pt. The pt is in critical care, and it was decided that since the wire is not in the vasculature and possesses no danger to the pt that the orthopedics will remove the wire from the subcutaneous tissue at a later date. The pt was given a peripheral IV and still has one to get therapy. There was a delay in treatment with no harm to the pt and no pt death. The pt outcome was normal.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.